Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and display device occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.